Event description:
The pt has an scs system which includes two lead anchors from the same lot. It was reported the pt experienced a painful tugging sensation at the anchor site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.